Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the device did not seem to provide the usual tissue compression or sealing. There was no excessive bleeding and the surgeon was able to complete the case using the device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Testing determined a short on the device. The proximal end of one leg of the electrode is bent and is touching the bottom/lower jaw wall. The electrode is securely fastened to the ceramic and the device does not show any other damage or show sign of abuse. The electrode to jaw contact creates an electrical short and the replace device warning preventing rf power delivery from the generator. The electrode may not have received adequate amount of glue during the assembly bonding process. Therefore, the electrode can move to short against the bottom jaw which results in the generator providing an replace light error and preventing energy deliver to the tissue.